Event description:
Additional information was received from the patient and it was reported that patient called stating her healthcare provider (hcp) asked her to call for him because he is too busy. Patient asked if patient services (ps) could recommend lead and extension that hcp could use for replacement for her since her leads and extension is not manufactured any longer. Patient stated she knew since 2016 that her lead and extension was not working but she forgot to tell the hcp so they found out when they did the replacement of the ins on (B)(6) 2021. Patient stated rep became aware of the lead and extension not working on (B)(6) 2021. Ps provided tech services number and recommend hcp call tech for information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient told them one lead never worked and upon replacement the battery still showed out of range. The issue was not resolved at this time. The patient is still discussing lead revision at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep, it was reported the cause and actions/interventions were unknown. Rep stated it is up to the patient to find a physician that will replace sub q stim leads/extensions.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they have a spinal implant in the mid back, a cervical implant and 2 pnss. They reiterated that they changed the battery last february on the left side. It was nonfunctional. They said it was either their lead or extension. Pt already knew before that because they did impedance check and they found something was fractured there.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977c165, serial/lot #: (B)(4), ubd: 04-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt stated that she just had the batteries changed out and that an impedance was ran when they found that the left lead was not working. She's not sure if it's the leads or the extension that's causing the issue. Redirected pt to healthcare provider (hcp)/ manufacturing representative (rep); pt stated that she told hcp that she would call the manufacturer to find out if the peripheral leads were in stock for hcp and that the rep she deals with has an attitude. Pt stated that she was told that there was a problem with the peripheral leads, however when she brought it up in hcp's office the other day after she had the surgery, she was told that there was not a problem. Pt wanted to know if peripheral leads aren't available, what is she expected to do and how will the leads be replaced. Advised pt that a message would be sent out to the field, however did not promise a time-frame on a response. Pt mentioned that she has dealt with a rep in the past who was pretty decent, so pt advised that she may try contacting him as well. Asked the pt about the surgery she had two weeks ago and pt stated that she had forgotten over time since and that she had called a rep at that point in time who is no longer with the company and she had him run an impedance which showed that there was a problem; pt then states that the batteries were replaced that have been dead and pt thought that they were dead two years after they were implanted. When attempting to clarify the event date with the pt, pt stated that two weeks ago was when hcp discovered the issue, however she knew several years before that, however she had just completely forgotten about the issue. Pt mentioned that hcp told the pt's husband that hcp wanted to put in another scs ins instead, however pt was wondering about having the leads replaced instead. No symptoms/patient complications reported.